Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issues. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support informed the customer that cold insulin is off label per the tandem user guide. There was no adverse impact to customer's blood glucose. The customer continued to use the pump for insulin therapy.